Event description:
Initial report of event received from sales rep regarding apparent overinfusion of the patient's pump. When pt presented to clinic for refills, there was less than the expected amount of drug in the reservoir. Volume discrepancies have been greater than 25%. Physician decided to try one more fill cycle with implanted pump before replacing it. When follow-up phone call was made to physician, he stated that pump was underinfusing, not overinfusing as initally reported. Patient was having symptoms of increased spasticity, and a burning sensation just prior to refill "like a bee sting". Patient has had this device removed, and is doing well with the newly implanted pump.